Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc obtained remote connection to the instrument. Ccc requested the customer to check the aliquot plates on the instrument for pink or red samples in well. The ccc requested the customer to contact the laboratory where the samples came from to determine if they had any issues with their centrifuges, if they were calibrated properly, or if they were using stat spins. The ccc also advised the customer to consider re-spinning of the samples for all future tests. Quality controls and system check were acceptable on the day of event. The cause of the discordant, falsely depressed potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed potassium (k) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 1500 instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed k result.